Manufacturer narrative:
Device evaluated by MFR: synergy ous mr 4.00 x 12 mm stent delivery system was returned for analysis. A visual examination of the stent found signs of stent damage. Stent struts from the distal stent region were noted to be lifted form their crimped position and pulled in a distal direction. The undamaged stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube shaft found multiple kinks along the length of the hypotube shaft. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 03 sep 2020. It was reported that crossing difficulties were encountered. The 90% stenosed target lesion was located in the severely tortuous and severely calcified distal left anterior descending artery. Following pre-dilatation with a 3.5/15mm balloon catheter, a 4.00 x 12 synergy drug-eluting stent was advanced for treatment but failed to cross the lesion due to calcification. The procedure was completed with a different device. There were no patient complications nor injuries reported and the patient was stable. However, returned device analysis revealed stent damage.